Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that after they fell, they called the manufacturer to get help checking their unit and was told to call their md for a check-up. They saw their md and they adjusted the setting. They felt pain, so they were readjusted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was urinating quite frequently and they wanted to adjust their settings. Caller stated this was a loss of therapeutic benefit they had just noticed recently. Patient was able to sync with their patient programmer and it showed stimulation was on program 2 at 2.9v. Patient was able to adjust stimulation on program 2 to 3.3v and reported they felt stimulation in the bicycle seat area. Patient was going to monitor symptoms after the change was made and follow-up with their healthcare provider if it didn't resolve. This was reported to be a gradual change. .additional information was received on (B)(6) 2018 from a consumer; they needed help ¿getting the ins to set again.¿ it was reported that they weren't feeling any stimulation since about a month or two ago, and they had been urinating more frequently since about a week ago. They had been urinating 3 times in the morning, every 30 minutes. Troubleshooting found that stimulation was on, at 3.9v on program 2. It was then increased to 5.1v but the patient was still not feeling stimulation. They then changed to program 3 at 5.1v and the patient stated that they could feel stimulation a little bit. It was recommended that they follow up with their healthcare provider if the new program did not help resolve their symptoms. Additional information was received from the patient on (B)(6) 2018. It was reported that the circumstances that led to not feeling stimulation on program 2 were urinating too often and the urination flow being small/not a strong flow. The steps taken to resolve this issue were calling for help resetting the device. The patient reported they were not urinating as often the their flow was now better/stronger. And on (B)(6) 2018, additional information was received. Patient reported that they had a fall a week ago and experienced loss of therapy. No further complications were noted or anticipated.